Event description:
It was reported the patient felt a shocking or jolting sensation and the internal neurostimulator (ins) stopped working. The shocking followed bladder surgery. The ins was turned off for the bladder surgery. When turned back on again the patient experienced a shock. The patient reported that the he manufacturer representative checked the ins and found a broken lead. The doctor did some imaging and stated the leads have dislodged. The patient stated the bladder surgery was not the cause of her ins issue. The patient was seeking a new physician. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the broken lead had moved to the patient's back and it could puncture her lung or heart. She was looking for a doctor to remove her system. It was reported that the hcp didn't implant the system properly and her system hadn't worked since (B)(6) 2010.

Manufacturer narrative:
Implanted: (B)(6) 2009, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was the device stopped working during a bladder surgery. It was reported that there was also improper placement, lead migration, and that the ins was flipping and protruding. The patient experienced severe neck pain, skin breakage from protruding anchors that caused t4 pain, tenderness, numbness, burning, and tingling. It was noted that there was no hospitalization.

Event description:
It was later reported that the patient was still having concerns, but had not sought further help. It was reported that the patient had started seeing a new hcp, who determined that the wrong anchors were used in her neck and there was too much weight on the patient's neck. It was possible to feel the lead in the patient's back, and the battery was placed in the wrong area and was so tender that it was not possible to touch it. The patient noted that the lead could puncture her lung or heart, and stated that she could die if she turned the wrong way or moved the wrong way.

Manufacturer narrative:
(B)(4).